Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not available to send to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that after placement of multiple embolization coils in a splenic aneurysm, the last coil came back with the catheter system during withdrawal. Contralateral access was obtained and the coil was retrieved with a snare. A post-procedure CT performed later that evening demonstrated a segment of the coil positioned over the aortic bifurcation with an end in each of the common iliac arteries. The following day, the patient returned for an additional procedure, in which the coil segment was successfully removed with a snare device. There was no patient injury as a result of the issue. The patient is reported to have made a full recovery and is fine now.